Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision thjr: mr (B)(6), (B)(6), (B)(6) 2018. Recurrent dislocations unable to be managed with closed reduction. Head dislocated from constrained liner in situ. Liner and head revised. Stem biomed arcos. Primary thjr 2015? Revised in mid 2017. Patient ID: (B)(6), male aged (B)(6) years, dob: (B)(6). Doi: 2017; dor:(B)(6) 2018; unknown hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.